Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon investigation, trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving a service code (belt/monitor unusable).